Event description:
Patient reported they were in for an exam and cleaning at their dentist. Patient provided letter of recommendation. The dentist found the patient has reoccurring decay on #5 under the old filling and has entered the nerve and requiring a root canal therapy, post/core and crown to protect and save the tooth. Patient also has decay on #20, an old filling has cracked open. Also noticed on examination that there is increased mobility and pain on multiple teeth including the molars. The patient does have chronic generalized periodontitis and it is recommended the patient cease treatment. The patient treatment will continue in the office for their periodontal disease, restorations and bite alignment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.